Event description:
It was reported that approximately one week after implantation, the stent graft migrated from its original placement site and is now located just central to the jugular/subclavian area. No additional intervention was performed. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.